Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that a ureteral stent was used during a percutaneous nephrolithotomy procedure in (B)(6) 2017. During the procedure, it was noticed that the stent migrated. There was no information on what have completed the procedure. There were no patient complications reported as a result of this event.